Event description:
During on-site service, the baxter service technician experienced a low battery alarm on a flogard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and a power on self test were performed. During evaluation, it was identified that the pump had a low battery alarm. The cause of the condition was a low battery. To correct the condition, the battery will be replaced. Should additional relevant information become available, a supplemental report will be submitted.